Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2020-49288. It was reported the patient experienced loss of stimulation. Diagnostic system testing indicated both high and low impedance depending on the patient's body position. Reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead has the impedance issue, as such both leads are being reported.

Event description:
Additional information found the patient's weight is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-01809. Additional information found the patient's ipg and lead were explanted and replaced on 18feb2021 to resolve the issue. Note: it is unknown which lead was explanted, as such both leads are being reported.